Event description:
The customer reported to baxter that 15 minutes before the end of a dialysis treatment the pt exhibited hypotension. The nurse/operator reported that the lines of the dialyzer connected to the baxter 550 hemodialysis machine had a pink color. The nurse reported there was no blood leak alarm and the dialyzing filter was black. The pt was admitted to the hosp intensive care unit. The diagnosis of the attending physician was hemolysis.